Manufacturer narrative:
(B)(4): it was reported that mesh was implanted due to stress urinary incontinence and cystocele. It was reported that following insertion the patient experienced pelvic pain which affects the legs, recurring urinary tract infections, dyspareunia and urinary problems. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted concurrently with anterior colporrhaphy.